Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during set up, the gastrointestinal videoscope encountered error b30 (scope communication error). There were no reports of patient involvement.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The most likely cause of error b30 was corrosion on plug unit. In addition, the following reportable malfunctions were identified during the device evaluation: plastic distal end cover burn. It is possible the incident was caused by using high-energy instruments (lasers, radiofrequency, etc.) Without maintaining sufficient distance from the patient. Based on the results of the investigation, a definitive root cause of b30 and plastic distal end cover burn could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.